Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosed, moderately calcified lesion in the moderately tortuous left anterior descending (lad) coronary artery. The 3.25x15 mm nc trek balloon dilatation catheter burst during inflation. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.